Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance, oversensing noise and insulation damage were noted on the right ventricular (rv) lead. It was further reported that due to noise inhibiting pacing the implantable pulse generator (ipg) reached elective replacement indicator (eri). The lead was capped and the device was explanted and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.